Event description:
Left internal jugular central line placed on (B)(6) 2014 @ d100 by (B)(6). On (B)(6) 2014 identified central line was leaking from actual central line. Upon inspection the line itself was cracked. Removed this line.